Manufacturer narrative:
Updated fields - d4, d10, g4, g7, h2, h3, h4, h6, h10 unique device identifier (UDI) : (01)10886704041849(17)211130(10)111120 the valve was returned for evaluation: device history record (DHR) - lot 111120, conformed to the specifications when released to stock failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the catheter and the valve mechanism, but no functional issues were noted during the investigation.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a blocked/occluded valve on (B)(6) 2020. A codman hakim programmable right-angle valve and unitized distal catheter was implanted via a ventriculoperitoneal shunt on an unknown date. The initial setting was unknown. On an unknown date, ¿occlusion was suspected, and it was found by shunt contrast that flow to the distal side from the valve could not be confirmed.¿ it is unknown if the patient was experiencing any symptoms related to the shunt occlusion. The valve was removed on (B)(6) 2020. No replacement was performed. The patient is following up with the provider post the removal of the shunt valve. No further details were provided.